Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803.

Event description:
Patient reported sharp edges on both upper and lower aligners. Advised patient to gently file the sharp edges. Had patient check the next set of aligners for sharp edges and there are no concerns for that set.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.